Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and unresponsive buttons due to corroded keypad traces. No moisture damage was noted on the electronic assembly or motor. The insulin pump had a cracked display window corner.

Event description:
Customer reported receiving a button error alarm on the insulin pump. She stated that she accidentally dropped it in water, took the battery out, and then placed it back in. This is what led to the button error. The blood glucose reading was 98 mg/dl. Nothing further was reported.